Event description:
I developed an autoimmune disease, completely messed up hormones, high levels of metals. I have horrible fatigue and joint pains, losing hair. Aching in the breast regions. Mammogram showed that they are not ruptured. I believe all my problems are from the breast implants. FDA safety report ID# (B)(4).